Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-02374 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02374

Event description:
The patient was undergoing a thrombectomy procedure to treat a right carotid t occlusion using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the canister was placed onto the engine and then the engine was powered on. Subsequently, no vacuum was observed; therefore, the canister was removed and replaced with a new canister. Afterwards, two passes were completed using the engine and the new canister. During the third pass, it was observed that the engine did not generate any vacuum. Therefore, the engine and canister were removed. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.